Event description:
Report #2 of 2 or this device rec'd from abbott international affiliate (abbott australasia). The first report was for an overdelivery/"pump smoking". The second report states: "the pump was inadvertently then used on another pt and this was when the power cord caught fire. This pt was not adversely affected (apart from getting a fright) and required no medication. The hosp will not provide any more details about this second pt." No add'l info was available.

Manufacturer narrative:
The pump was tested at a foreign test center (australia) and results have been forwarded. The complaint for overdelivery could not be confirmed with ac power due to the inoperative state of the device. Physical damage caused an electrical short of the mains lead and the ac receptacle and prevented the device from being functional. The device was tested on battery power using the programming data supplied by the customer. The device delivered only demanded doses (as expected) and tested ok on battery. The ac receptacle/transformer assembly and mains lead were replaced.